Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubble anomaly on the reservoir. The customer's blood glucose level was 4.4 mmol/l at the time of the incident. The customer reported the air bubbles to be smaller than champagne size. Troubleshooting was performed. The product was not returned for analysis.